Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 319 (mg/dl). Customer administered a correction bolus, and subsequently, their bg levels decreased to 52 (mg/dl). Customer consumed soda to treat bg level. Customer did not report experiencing any difficulties with delivering the correction bolus. Recommendation was made to consult with health care provider to discuss diabetes management.